Event description:
The external pulse generator was returned to the company service department for repair and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the battery drawer, upper and lower case, two side bail covers, and the ring cover were broken. The heart block was also contaminated, and one side bail and ring were bent.